Event description:
Reportedly, the pt underwent surgery for primitive peritonitis in 2007. Three weeks later, the pt was brought to the or due to an evisceration on median laparotomy. The musculo-aponevrotic running suture was broken and remaining suture broke easily. Customer unsure of the lot number used. No other info was available.

Manufacturer narrative:
.